Event description:
A malfunction alarm, identified as malf 12, was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset instructions to the customer, who then successfully reset the pump, and the malfunction did not recur. The customer was instructed to continue using the pump and to contact technical support if any further issues arise.